Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the composix kugel (device 2). Additional supplemental emdr¿s were submitted to represent the composix kugel (device 1, 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2003 - patient was diagnosed with 2 incarcerated recurrent ventral incisional hernias thereby underwent open repair with implant of composix kugel (device 1 and 2). Per op notes, ¿one ventral hernia was identified on old ileostomy site at rlq. The incarcerated loops of small bowel with adhesions were taken down. The small bowel and sac were reduced. The sac was excised. A composix kugel (device 1) was placed intraperitoneally in rlq ileostomy site and sutured. Another hernia sac was identified on old midline scar. The sac was excised. Adhesions between loops of small bowel were reduced. A composix kugel (device 2) was placed in the midline and sutured.¿ (B)(6) 2005 - patient was diagnosed with recurrent incarcerated ventral incisional hernia at the previous ileostomy site with partial small bowel obstruction thereby underwent open repair with implant of composix kugel (device 3). Per op notes, ¿old ileostomy site was opened. The hernia sac was identified and dissected free. The hernia sac was excised. The previous mesh (device 1) was noted. A composix kugel (device 3) was placed in the intraperitoneally overlapping the prior mesh (device 1) and secured using tacks.¿ (B)(6) 2014 - patient was diagnosed with recurrent partial small bowel obstruction and pain thereby underwent open repair with excision of composix kugel (device 1,2 and 3) and implant of ventrio mesh (device 4). Per op notes, ¿old midline scar was incised and identified the prior mesh (device 2). Extensive adhesions between mesh and bowel were taken down. All the adhesions of bowel were lysed. Further dissection to rlq, 3 separate meshes (device 1,2 and 3) were noted. Two meshes (device 1 and 3) overlap in ileostomy site and one mesh (device 2) in the midline. Adhesions of all the meshes to bowel were lysed. There was no evidence of recurrent hernias. All three pieces of mesh (device 1,2 and 3) were excised entirely. A ventrio mesh (device 4) was placed in ileostomy site and secured using tacks.¿